Event description:
The reporter stated that he did back to back blood glucose tests, one after the other, using different finger sticks and strips. His results were 199 and 132 mg/dl. He did not have any symptoms. Control testing was not done due to unavailability of supplies. On follow-up, the reporter's next of kin spoke with the lifescan representative. Using new control solution and strips used for the reported tests, a control test had results in range, 121 (94-140). Reviewed qc procedures, discussed testing technique and meter/lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8